Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 010000667, cup, lot# 3891229. Item# 010000851, liner, lot# 3690352. Item # 163674, femoral head, lot# 746610. (B)(6) multiple reports were submitted for this event. Please see associated reports: 0001825034-2017-05146, 0001825034-2017-05147.

Event description:
It was reported patient experienced complications of luxation approximately 3 months post-implantation. The patient exhibits some tenderness in the area, noted a 0.5 cm shorter leg length difference, and a 0.5 cm subsidence of the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray shows subsidence of the stem compared to the post-op x-ray. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.